Manufacturer narrative:
Correction: event description or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds and declining r waves. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2009; 3550-39 neuro adaptor implanted (B)(6) 2010; 3778-60 pain stim lead, implanted (B)(6) 2010; 3778-60 pain stim lead, implanted (B)(6) 2010; 37712 pain stim ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds and declining r waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.